Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion, a drop in blood pressure and suspected cardiac perforation. It was also reported that out of range impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The right atrial (ra) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.